Event description:
Contamination; it was reported that there was a live bug inside the "bag". There were no patient complications. Please note that the presep catheter is packaged inside a box, then in a plastic container with a tyvek lid for the cover. Followed up w/sales indicated that the nurse said that the "live" bug was inside the sterile part of the kit.

Manufacturer narrative:
Device was disposed. Device available for evaluation.

Manufacturer narrative:
Device was returned and evaluated. Customer report was not confirmed for contamination due to a live bug in package. The presep oligon catheter was returned in an open tray and the tyvek peeled fully open. Examination found no bugs dead or alive. The 5ml ampule of lidocaine was found broken and empty, the suture loop, fenestrated drape, 25 ga x 1" and the 22ga x 1 1/2" needles and the 4x4 gauze pads all missing from the kit. The rest of the kit does not appear used.